Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia to 298 mg/dl and then delivered a dinner meal bolus on the ilet to correct, after which glucose returned to range. The user reported announcing a meal to use insulin as a correction and requested discussion of glucose corrections and potential target adjustments. Symptoms included elevated blood glucose without reported hypoglycemia, ketoacidosis, or other adverse symptoms. Outcomes included resolution of hyperglycemia after the user-initiated bolus with no medical intervention, hospitalization, or emergency treatment. Investigation included customer agent review of user-reported blood glucose course and device use patterns related to meal announcements and correction behavior. Investigation of this case revealed no device malfunction and suggested user behavior of using a meal announcement as a correction dose, which could contribute to perceived unexpected glucose excursions in the context of variable carbohydrate content and activity. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management behavior rather than a device performance issue.